Manufacturer narrative:
An olympus field service engineer (fse) was dispatched. The fse repaired and verified the broken gray connector. The fse ordered the necessary parts to replace to replace the gray connector. The device was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a cracked gray connector on an endoscope reprocessor. No patient harm or infection was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector unit was broken by breakage/loose of the connector. Based on the information provided, it is presumed that stress/impact was added to the connector toward loose direction by the user handling, and the accumulated stress caused the breakage.